Manufacturer narrative:
Investigation: customer returned loose bd pen needle without the tear drop label attached (used). Consumer reported needle(s) bent. The returned pen needle was examined and exhibited a slightly bent patient end cannula, possibly caused from usage of the pen needle by the user. Further examination of the pen needle using a microscope revealed a clogged cannula (see attached photo). A flow test using a test pen injector with the returned sample was performed: the sample failed, thus confirming a clog. A wire test was then performed on the sample that failed the flow test: it passed. The wire passed through the cannula; however, there was a small, clear residue observed at the tip of the wire after being through the cannula (see attached photo). Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform DHR review due to unknown lot number for clog. The possible root cause for this issue (bent pe cannula) is: user error. No damage to the pen needle hub or epoxy area or other evidence of manufacturing related issues were observed on the returned sample. The possible root cause for this issue (clog): some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow.

Event description:
It was reported that there was a clog and was unable to deliver medication with an unspecified bd pen needle¿. The following information was provided by the initial reporter: it was reported that the needle was bent. Additionally, on 4/22/19 after investigation the following additional information was provided: clog was found during investigation.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a clog and was unable to deliver medication with an unspecified bd pen needle¿. The following information was provided by the initial reporter: it was reported that the needle was bent. Additionally, on 4/22/2019 after investigation the following additional information was provided: clog was found during investigation.